Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Use in the femoral vein. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a veno closure of a femoral vein was attempted using a proglide device after a mitraclip interventional procedure. Reportedly, resistance was felt when advancing the proglide device into the patient anatomy. The guide of the proglide device broke where the silver and black parts meet. A cut down was performed to removed the black portion of the proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert into the anatomy (resistance advancing the device) could not be replicated in a testing environment as it was based on operational circumstances. The guide break was confirmed. It should be noted that the perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Additionally, the proglide device was used in the femoral vein. It should be noted that the IFU states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The investigation determined the reported resistance advancing the device and subsequent treatment appears to be related to circumstances of the procedure. The guide break appears to be related to user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.